Event description:
It was reported that the implant was removed due to fractured screw. The internal screw broke off inside the implant. Tried to remove the screw but was unable.

Manufacturer narrative:
Zimvie complaint (B)(4).

Manufacturer narrative:
Zimvie complaint number (B)(4). Zimvie received one (1) unknown biomet screw for evaluation. Visual evaluation was performed, no fracture/malfunction identified. DHR, sterilization, and complaint history review could not be performed, as the subject lot number associated with the unknown biomet screw is not available. Zimvie quality management system (qms) has controls in place to prevent the distribution of non-conforming product and ensure the product is within specifications. Based on the investigation and risk management file review, the most likely root cause determined from the investigation was torque applied during placement/ seating exceeds recommended value. Therefore, based on the available information, a device malfunction did occur. The fracture has been identified inside implant. The reported event is confirmed. No further investigation or immediate CAPA / hhe/d escalation is required, as the complaint investigation did not confirm the products were nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed. At this time, the complaint investigation has been completed and the record will be closed. If additional information is received, the record will be re-opened for further evaluation.

Event description:
No further event information is available at the time of this report.